Event description:
Healthcare professional reported right capsular contracture, baker grade iii, and "peri-implant liquid" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. - crease folding of implant: observed. - seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. And "peri-implant liquid", diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, and "peri-implant liquid" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued health effect - impact code 4: f2203. Continued health effect - impact code 5: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.